Event description:
The affiliate stated the customer alleged approximately ten (10) milliliters of clear, colorless fluid leaked outside the instrument involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield during the event. Patient results were not impacted. Patient samples were analyzed on an alternate analyzer. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing from the diff heater had come off the diff shear valve. The shear valve was dirty, restricting it to move properly which caused the tubing from the diff heater to come off when the lyse pump was activated. The fse replaced the tubing and resolved the issue. While cleaning the shear valve, the fse discovered a pinched sample tubing from the shear valve to the diff mixing chamber. The fse replaced the tubing and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).